Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 in main was not open. The field service engineer replaced the latch and magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had top drawer failure. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.